Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's gas pressure is loose. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had looked through the error logs, and it was being found that the compressor needed to be replaced. Then the fse had replaced the compressor, scroll so, that after the replacement the unit had passed all the safety and functionality checks which is being completed as per the service manual and it is being passed to the factory specifications. The unit was returned for clinical service upon completion.

Event description:
It was reported that the event occurred during use, cardiosave intra-aortic balloon pump (iabp) unit's gas pressure is loose. There was no patient harm.